Event description:
It was reported that the customer was hospitalized for a decreased blood glucose; bg value not provided. Reportedly, the customer is "no longer on the pump". Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received